Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver (nd) instrument was analyzed and the reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. Visual inspection displayed no signs of physical damage. There was no stiffness and/or popping feeling observed. The instrument was fully functional. Additionally, the instrument was found to have corrosion on the grips. The instrument grips exhibit signs of orange discoloration covering both grip tips.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, it was noted that the wires of the the mega suturecut needle driver instrument were stiff and upon inspection the wire popped. The customer did not use the instrument in the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: our institution is experiencing an abnormal amount of instrument issues, all with broken wires. With that said, it is difficult for us to remember every case as this has been happening multiple times a day, several days of the week. Below is my best attempt to recall this incident. There were no wires that were protruding from the instrument tip. The customer did not notice any other damage on the instrument and there were no fragments that appeared to be missing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mega suturecut needle driver instrument for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.